Event description:
Metallic taste in mouth after received implant. Pain has increased a lot and is much worse now. Surgeon suspects device is fractured. Allergic to device materials - cobalt and nickel. Developed 7th nerve palsy, right side of face is numb. Cannot afford to get device. Removed by surgeon because he wants money upfront. Device makes squeeking sounds. Developed itching all over the body.